Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the tissue loaded into the device unevenly? Unknown, but the surgeon said that he followed the steps-to-use, it means he adjusted the staple height and waited 15 secs and adjusted a little bit more and he fired plastic-to plastic were there any issues with cutting? He told me that he needed to give extra force to fire unlike usual. Everything was same but the firing force and cracking sound. He heard the cracking sound of washer but it sound abnormal. If there were issues with cutting, please explain what the issue was. Please find the answer to the 2nd question.

Event description:
It was reported that during a low anterior resection procedure, it required a lot force to fire. He adjusted staple height properly and waited 15 seconds and heard something break very loudly not like usual. After checking the donut, he found washer on anvil side is broken in unusual shape. The surgery completed well, and patient is okay now.